Event description:
There was no patient involved in this event. Device red status indicator flashing.

Manufacturer narrative:
The pad-pak was first installed on the 17th june 2009 and performed to specification up to the 22nd november 2009. The device records temperatures below the recommended operating temperature. The device failed multiple self-tests due to a low battery between november 2009 and the 25th november 2012. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between 18th january 2015 and the1st october 2015. The pad-pak became depleted during this time resulting in the device recording non-sensical data for attempted self-tests. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.